Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software related order management error. A technical support specialist confirmed that the remote deployment team (rdt) successfully upgraded the 3b pyxis device to version 1.8 and verified that it was back online and fully functional and confirmed completion with the customer before closing the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station needs to be updated to version 1.8 to align with the other pyxis on the unit. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.